Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap is flush. The customer stated that one side is flush and the other side is slightly indented. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the device with battery and zero out basal rates.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose tilted drive support disk. Unable to test for prime/a33 test, occlusion test and excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, broken belt clip slot, cracked reservoir tube and cracked reservoir tube window.